Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient stated she had some gas yesterday but did not have a bowel movement. Patient stated she has a little bit of blood on her bandage and is sore at the surgery site. Additional information was received from the patient. They reported that they had some bleeding at their incision spot and they think it might be getting infected. They said their husband wiped it up and put antibiotics. They also stated they had diarrhea a couple days ago but that has gotten better. Support link advised patient to contact their clinician.